Event description:
A malfunction was reported with a code displayed as malf 0, which was resettable. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and the issue did not recur afterwards. The customer was advised to continue using the pump and to contact technical support if any future issues arose.